Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon preparing the intra-aortic balloon (iab) before insertion, the fiber optic (fo) was not recognized by the pump. The staff removed and reinserted the fo a few times without success. The pump was swapped out, and the pump did not read the fo sensor. As a result, the iab was replaced with another iab. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos was returned with a recessed connector and the fiber was broken; therefore, a light path could not be established between the sensor and the pump. The root cause of the recessed fos and the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that upon preparing the intra-aortic balloon (iab) before insertion, the fiber optic (fo) was not recognized by the pump. The staff removed and reinserted the fo a few times without success. The pump was swapped out, and the pump did not read the fo sensor. As a result, the iab was replaced with another iab. There was no report of patient complication or serious injury and death.